Event description:
It was reported via repair work order that the zoom drive goes in reverse when trying to drive forward due to malfunctioned cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.